Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical/ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced recurrent umbilical hernia, abdominal pain and discomfort and bulging. No additional information is provided.